Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of an ulcer. It was reported that patient presented with pau, pseudoaneurysm and contained rupture. It was reported that during the index procedure, a right common iliac conduit was used and deployed with proximal and distal sealing. It was stated that approximately 20-25 minutes while the physicians were preparing for closure, patient's blood pressure dropped in sbp to 40mm of hg and patient started bleeding from the mouth, nose and retroperitoneal space. Patient was continuously receiving blood transfusion. Angiography was performed with marker pigtail from the femoral left side access and it was noted a slightly graft porosity, which increased over a period of time and patient expired. As per the physician, cause of the event could be a potential graft defect / manufacturing defect in the delivery system, which have caused the type iii endoleak no additional clinical sequelae were reported and the patient is deceased.

Manufacturer narrative:
Product analysis conclusion; the reported endoleak was confirmed on the films provided. Although a type iii fabric endoleak cannot be fully ruled out, this type of endoleak was unlikely to have occurred at index. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to a type iiib endoleak in that area. The endoleak appears most likely to have been an acute type IV blush endoleak caused by fabric porosity which most likely would have self-resolved within 24 hours. This likely type IV appeared as a focused endoleak and may have been exacerbated by slight fabric stretching resulting from stent diameter expansion, localised over the pseudoaneurysm lesion. Other factors such as heparin dose may have also contributed to this likely type IV endoleak. H:6 codes updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.